Event description:
On (B)(6) 2013, patient reported he required medical treatment due to hypoglycemia on the morning of the report. He returned home in the evening on (B)(6) 2013 and found his infusion set had pulled out of his skin. His blood glucose was 351 mg/dl at 11:29 p.m., and he changed the infusion set and delivered a 20.0 unit insulin injection at 11:45 p.m. He delivered an additional 22.0 unit injection at 1:00 a.m. And a 9.3 unit bolus at 2:31 a.m., and his blood glucose was 52 mg/dl at 4:30 a.m. His wife contacted the paramedics around 7:24 a.m. He was unconscious and his blood glucose was 28 mg/dl, and he was treated with liquid glucose and was not transported to the hospital. The paramedics left at 8:05 a.m., and his blood glucose was 106 mg/dl. His blood glucose was 150 mg/dl at the time of the report, and his normal range is 90-150 mg/dl. He believes he delivered too much insulin to treat hyperglycemia and this caused hypoglycemia. Follow-up was completed on (B)(6) 2013, and he had experienced no further issues. No product will be returned for evaluation.

Manufacturer narrative:
No sample was returned for evaluation. The reference samples were visually inspected on the adhesive tape and tested for flow and leak. All test results were within specifications. The batch record 223479 was verified and found within specifications. Device was not returned to manufacturer.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.